Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was having issues recognizing the surgical drill. There was no patient involvement. On site the field representative (rep) called technical services (ts) and they used the mr8 drill in question and it tracked, the rep and ts concluded that there was nothing wrong with the system and that the scrub technician most likely did not properly place the bit fully into the drill and so could not register it during the case when it was initially called in.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em800n, product ID: 9735740, version #: 2.1.0, h3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, an d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.